Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this artificial urinary sphincter (aus) stopped functioning, and the pump appeared dimpled. A CT scan was performed, revealing fluid loss. As a result, the device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Additionally, a batch number is not provided; therefore, a device history record (DHR) cannot be performed. A risk review was completed using ams800 hazard analysis and confirmed that the event of fluid leak, pump malfunction were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this artificial urinary sphincter (aus) stopped functioning, and the pump appeared dimpled. A CT scan was performed, revealing fluid loss. As a result, the device was explanted and replaced. No patient complications were reported.